Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: returned battery cap was able to be fully tightened. However, the top slot of the battery cap was stripped. A test battery cap was used and able to be removed and tightened without difficulty. Unrelated to the original complaint, the battery compartment was cracked in two places. Corrosion was observed inside the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened and no further evidence of internal moisture was found. In addition, the display was dim and discolored.